Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6)2026, it was reported that at 11am, the patient started having seizures. The patient's partner tried calming her down. The seizures happened multiple time within 30 minutes. Each seizure event lasted 1-2 minutes. The bg was 284 mg/dl while the egv was 116 mg/dl on the dexcom app. Upon knowing that, they proceeded to remove and replace the sensor. The patient didn't go to any hcp nor call the ambulance. No self treatment was done for hyperglycemia. During the call, she was feeling lightheaded and said she'll continue to observe if the symptoms would progress. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).